Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020-07125. Related manufacturer reference number: 2938836-2020-07126. It was reported that the pacemaker migrated laterally causing pain. Pocket infection was also noted. The system was explanted.